Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip, and a broken off end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report damage to the insulin pump. Customer's blood glucose reading was 169 mg/dl. Customer stated that the bottom of the pump came off and the motor dropped out of the end. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.